Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation procedure, the leading haptic unfolding in the injector prior to insertion into the eye. When inspected it, the leading haptic appeared damaged, almost like it could snap if bent. This lens was not used and was replaced with a new lens. There was no patient contact to the device. The procedure was completed on the same day. Additional information has been requested; however, further information has not been received.